Event description:
It was reported while in the or the md prepped the iab per instruction. A sheath was placed in the left femoral artery. As the md began inserting the iab through the sheath it became stuck. As a result, the iab with sheath was removed as one unit. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.